Event description:
It was reported that the pwd had multiple line-block alarms. She noted small air bubbles visible near the luer lock. After repriming the infusion set tubing, the patient¿s mother confirmed that the air at the luer lock had been fully cleared. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.